Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, an improperly contacting conductive rubber was detected. The position of the conductive rubber was corrected by removing and reinserting. After correcting the positioning of the conductive rubber the display functions as intended. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The meter display is faded. The left side of the three 8's in the results field are missing. This issue could cause the misinterpretation of test results. There was no allegation that any test results had been misinterpreted.